Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please confirm what do you mean by "needle separated from swaging"? Did the whole needle separate / pull off from suture? Or did the needle physically break into 2 pieces at the swage location? If needle broke, did it break at the swage location? Did the needle /piece fall into patient? If yes, was it removed? How was it removed? Does a piece of the needle remain in the patient¿s tissue? If yes, what tissue structure is it located? Were any measures were taken to retrieve the broken piece? If yes, please specify what was done? Has there been any medical or surgical intervention performed? Was the initial procedure completed successfully? And how? Any patient consequence / ae report or outcome? Please confirm if all the 4 different suture products were being used on same patient during the single procedure? Or multiple procedures? If multiple events then please confirm the total number of procedures? For each procedure provide complaint / issue details, product details, patient details, qty involved, etc.

Event description:
It was reported that the patient underwent CABG and valve replacement procedure on (B)(6) 2018 and suture was used. The needle separated from the needle during use. No patient consequence reported. Additional information has been requested.

Manufacturer narrative:
Pc-(B)(4). Representative samples were returned for evaluation. During the visual inspection of opened samples, the swage and attachment area of the needles were as expected. The suture were dispensed without problems and examined along of the strand and no defects were observed. The samples were tested by needle pull and meet the finished goods requirements.

Manufacturer narrative:
Product complaint # pc-(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.